Event description:
Heartmate 3 patient with prior cerebrovascular accident (cva) presents with 2nd cva event 3 months postoperatively in the setting of aspirin 325 mg daily and international normalized ratio (inr) 3.8.